Event description:
It was reported that during insertion of the inhance glenosphere, the tip of the glenosphere adapter broke off inside of the glenosphere implant. Due to the fact that the glenosphere adapter was screwed in, the broken tip was unable to be removed and they could not use the implant. There was no surgical delay, and the patient was not harmed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - it was reported that during insertion of the inhance glenosphere, the tip of the glenosphere adapter broke off inside of the glenosphere implant. Due to the fact that the glenosphere adapter was screwed in, the broke tip was unable to be removed and obviously they could not use the implant. Sending back the implant as well as the broken glenosphere adapter utilized. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the glenosphere inserter tip was broken from the threaded tip. Fragment was lodged inside the glenosphere 36+4. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces such as repeated impactions while the device was off-axis assembled. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the glenosphere inserter tip would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: g1 (manufacturing site name). Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.